Manufacturer narrative:
The connection strength between the clear tube and white portion of the drain glued to the clear tube was tested in the retain sample from the same lot and found to be very strong (twice above the minimal requirement). In 2019 we observe have sharp increase of reports on breakage in these drains during use, in connection area. The breakage was associated with the new tool used for the production of connector which connects clear tube and white draining portion in these drains. Following this increased rate, on 06/28/2019, degania initiated recall #8030107-06/28/2019-001-r to remove all drains in which new design of connectors was used. The lot number p1836098 reported for this specific complaint is not involved in the issue. Probably, the customer reported to us incorrect lot number.

Event description:
(B)(4). We have had two cases reported to us with the drain breaking off between the white plastic and the clear plastic; the broken off piece of the drain then remains in the patient and is difficult to remove. Dr. (B)(6) case that was performed yesterday @ piper required surgical removal of the leftover piece of drain from initial mastectomy/breast reconstruction surgery that was performed on (B)(6). Four 15 fr drains were placed during the initial surgery. I have lot # p1836098 for the 15 french drain that is currently on our shelves; not sure if this lot number matches up to the drains we have had issues with.